Event description:
It was reported that syringe slip tip w/ bd precisionglide¿ needle stopper was broken. This was discovered during use. The following information was provided by the initial reporter: the stopper broken.

Manufacturer narrative:
Investigation: our quality engineer inspected the returned photo and observed that the stopper was torn. A used unit was also returned and inspected. The team could not identify any manufacturing related defects or abnormalities on the sample. No damage to the stopper was observed. A device history record review was performed and showed no non-conformance's associated with this issue during the production of this batch. As a result, the root cause of the reported issue could not be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that syringe slip tip w/ bd precisionglide¿ needle stopper was broken. This was discovered during use. The following information was provided by the initial reporter: the stopper broken.